Event description:
It was reported that the day after implant, this pacemaker alerted for an atrial arrhythmia burden (aab) and atrial intrinsic amplitude out of range. There was also occasional undersensing of atrial signals observed. The current sensitivity programming is automatic gain control (agc) at 0.25mv (millivolts). The battery status is normal and the ventricular lead measurements are satisfactory. It was recommended to consider review of the programmed parameters. The physician reviewed the recent device data, and the aab alert has now been disabled. The device and right atrial (ra) lead remain in service. No adverse patient effects were reported.